Event description:
Customer reports feeding tube was placed in pt with pre-existing acute lung injury, small pneumothorax and being mechanically ventilated. Follow-up pre-feeding x-ray for tube placement showed tube tip in lung and that pre-existing pneumothorax was larger; pt's clinical status unchanged. Feeding tube removed.